Event description:
An etbf2816c145ee stent graft was intended to be implanted during the endovascular treatment of an aaa. It was reported during the index procedure when the physician was checking the markers of the stent under flouroscopy, prior to insertion, the physician reported that the stent graft markers, from the e-marker until the contralateral limb marker, appeared to be twisted on the stent graft. A shorter esbf2814c103ee was implanted successfully. There was no damage noted on the device packaging. Per the physician the cause of the event was related to a device issue. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.